Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 4. Ref MFR report: 1627487-2013-02917, 1627487-2013-02918 and 1627487-2013-02920. It was reported the pt did not have low back stimulation coverage. Reprogramming efforts were unsuccessful, and diagnostic testing revealed no anomalies. It was reported the pt is on medication for her low back pain, and currently there are no plans for surgical intervention. As the affected device is unk, all possible leads are being reported.